Event description:
It was reported that the patient has had thirty-five rounds of radiation, and after checking the device post the last radiation treatment, the device was found to be in safety mode with error notifications. The device was positioned on the patient's left side, and the radiation was on the right side of their neck. Boston scientific technical services (ts) was contacted, and ts discussed device replacement and device parameters. The leads remain in service, but the device was later replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient has had thirty-five rounds of radiation, and after checking the device post the last radiation treatment, the device was found to be in safety mode with error notifications. The device was positioned on the patient's left side, and the radiation was on the right side of their neck. Boston scientific technical services (ts) was contacted, and ts discussed device replacement and device parameters. The leads remain in service, but the device was later replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.